Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional lot number: 9063874; additional expiration date: 2020-09-30. Additional device manufacture date: 2019-03-04.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel and reported erroneous results. The following information was provided by the initial reporter: "air-bubbles in gel, incorrect results outside the reference values."

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel and reported erroneous results. The following information was provided by the initial reporter: "air-"bubbles" in gel, incorrect results outside the reference values."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. Visual evaluations of retain and control samples are unconfirmed: poor barrier, gel splatter, gel globules and gel smearing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.